Event description:
It was reported during remote follow up that the Insertable Cardiac Monitor (ICM) showed premature battery depletion. The product was explanted and successfully replaced. There were no patient consequences.